Event description:
It was reported that during the initial implant the physician was unable to get the right atrial (ra) lead to point upward to position it properly. After multiple attempts the ra lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead was returned, analysis was performed and no anomalies were found. (B)(4).